Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); exp date: 02/29/2016; mfg. Date: 02/28/2015; received date: 12/12/2016; (B)(4). Battery/(B)(4); exp date: 02/29/2016; mfg. Date: 02/28/2015; received date: 12/12/2016; (B)(4). Battery/(B)(4); exp date: 04/30/2017; mfg. Date: 04/30/2016; received date: 12/12/2016; (B)(4). Battery/(B)(4); exp date: 02/29/2016; mfg. Date: 02/28/2015; received date: 12/12/2016; (B)(4). Battery/(B)(4); exp.date: 02/29/2016; mfg. Date: 02/28/2015; received date: 12/12/2016; (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. "The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was battery switching with pump stops. The power switching occurred with all batteries reported.  The pump stops were not noticed by the patient but were found by the vad coordinator on log files. The patient is very active. The patient did not replace the controller nor the batteries for resolving the pump stops. The batteries and controller were replaced and there was no impact to the patient.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications. The units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the software maintenance release (smr) software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). Analysis of the data log files also revealed several premature power switching events that were due to communication errors involving batteries (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. The reported event of pump stops was confirmed in the event files as three controller power up and associated motor start events could be observed. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).